Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. On (B)(4) 2016 software investigation completed. Findings are that the reported symptom was resolved by a medtronic technical services representative educating the site on how to change the model. Software is functioning as designed. There was no software anomaly.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged they were unable to see the cad model properly and the surgeon abandoned the use of navigation. No further details regarding this issue, or specifically when it occurred, were provided. In trouble-shooting, the medtronic technical services representative walked the customer through the process of displaying the cad model of the passive planar probe, however, the surgeon had already opted to use a c-arm to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.